Event description:
Medical affairs spoke to the reporter and obtained the following information. A patient was tested on the device and received a "hi" at 8:33 am with a lifescan meter and 359 mg/dl on a laboratory device, at 8:39 am performed within 6 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The reporter assumes that the patient was treated based on the lab reading; however, does not have any further information about the incident.